Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence with intrinsic sphincter deficiency, recurrent stress urinary incontinence and recurrent pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2005 due to recurrent stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to mesh exposure and dyspareunia. No additional information was provided. It was reported that the patient underwent mesh excision with vaginal revision in (B)(6) 2006 due to recurrent mesh exposure. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to recurrent mesh exposure. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to stress urinary incontinence with intrinsic sphincter deficiency due to erosion of the vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.